Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported rate inaccuracy concerns when delivering experimental medications. The customer alleges over and under infusions occur. Although requested no additional event, medication, device or patient information provided. The devices were returned to bd for evaluation. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of rate inaccuracy when infusing sodium thiosulphate was not confirmed. A review of the logs showed that at 1:04 pm on (B)(6) 2018 sodium thiosulphate, 30.2g/1208ml (concentration 0 .025gm/ml) was programmed for a dose of 30.2 g, duration of 3 hours, and a calculated rate of 402.667ml/hr . The user selected yes to a guardrails soft limit warning ¿dose exceeds guardrails limit of 12.5g¿ and started the infusion. The pump infused until 4:04 pm when it completed (transitioned to kvo); an additional vtbi of 250ml was programmed and the infusion restarted. At 4:37 pm, the pump was channeled off, with a recorded total volume infused of 1405.94ml. Inspection of the administration set showed no issues. One of several rate accuracy tests of the pump module using the event set resulted in the infusion being slightly out of specification. The other tests with the set were within specification. The root cause of the customer¿s concerns with rate accuracy was not identified.

Manufacturer narrative:
Concomitant medical products: 2000ml baxter bag ref: (B)(4), lot number: 1506735, exp: 2020-01-31, sodium thiosulfate and 5% dextrose. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported rate inaccuracy concerns when delivering sodium thiosulfate stc infusion (30.2gm/1208 ml) final concentration (0 .025gm/ml). The customer alleges over and or under infusions occur. Although requested no additional event, device or patient information provided. The devices were returned to bd for evaluation. There was no report of patient harm.